Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. Sensor plug was properly seated and no failure modes were observed. Observed severed sensor tail. Unable to perform further investigation due to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the abbott diabetes care (adc) device remained under their skin. The sensor filament was surgically removed by a healthcare professional, cream (type unspecified) was applied to the sensor application site, and an x-ray was performed which confirmed filament removal was successful. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the abbott diabetes care (adc) device remained under their skin. The sensor filament was surgically removed by a healthcare professional, cream (type unspecified) was applied to the sensor application site, and an x-ray was performed which confirmed filament removal was successful. No further treatment was reported. There was no report of death or permanent injury associated with this event.